Event description:
Customer reported unexpected negative reactions with a patient sample tested on the echo. Customer stated that testing on their other echo instrument, the same sample resulted as positive. Repeat testing was not performed on either instrument.no transfusions or adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
A service call was made. The instrument was operating within specifications. The sample was run, and the customer's results were reproduced. There was no sample available to return for testing.reactivity of the e antigen was confirmed on retention capture-r rready screen (crrs)(3), lot r040, used by the customer at the time of the event.